Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Customer consumed orange juice and set a temporary rate of 20 and 30% to correct for low blood glucose levels, and gave a manual injection to correct for high blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.